Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted for endovascular treatment of a 66 mm diameter abdominal aortic aneurysm. It was reported that a migration with proximal type I endoleak was observed. The aneurysm had ruptured. The patient received treatment. The physician implanted an aui stent graft; however, the patient expired due to the aneurysm rupture. Per the physician, the cause of the migration leading to proximal type I endoleak and aneurysm rupture was unknown.